Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. The customer treated her glucose level with the insulin pump and manual injections. The customer stated that the infusion set was changed to resolve the issue. No further information was provided.